Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log was downloaded and functional testing was unable to replicate the reported issue. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited ¿systematic ¿loose cassette¿ alarm after cassette removal¿. The event took place during testing. There was no patient involvement.